Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils, pod packing coils (pod pc), and a lantern delivery microcatheter (lantern). It was reported the physician experienced resistance while repositioning the lantern. During the procedure, while attempting to advance a ruby coil through the lantern, the ruby coil unintentionally detached within the lantern. Therefore, the lantern containing the detached ruby coil was removed and the ruby coil was flushed out of the lantern. Next, the lantern was re-positioned again. The physician then advanced a new ruby coil to the target location; however, the ruby coil did not form correctly and the lantern would kick back. Therefore, the ruby coil was removed. Subsequently, the same issue occurred with the next pod pc. Therefore, the pod pc was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.